Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition present/cut, damaged anvil / anvil shroud no, damaged guide face no, damaged knife no, damaged other no, damaged staple pockets no, damaged trocar no, missing parts no, serial number 66, staples present/location no, tissue present/describe no. Functional tests & results: 1st fire-setting/form/heights high b/good, 1st fire-washer cut good, 2nd fire-setting/form/heights n/a, inicator response good, other (non-circ.) Staples n/a, returned staples-#/form n/a, returned staples-heights n/a, safety release good, trocar / anvil fit good. Analysis conclusion: based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that 100% inspection takes place through an automated vision system during mfg to ensure that all staples are present prior to shipment. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it it reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that the staple line was incomplete. The anastomosis was completed by suturing. There was no pt consequence.